Event description:
It was reported that the pump's battery depleted too quickly, leading to a pump shutdown. This caused the customer's blood glucose level to display as "high," exceeding 500 mg/dl, but the highest specific value was unknown. The customer addressed the high blood glucose by using a correction injection via multiple daily injections and did not require emergency assistance. A replacement pump was sent due to usb port damage affecting charging, and the customer was advised to monitor and report if the battery issue continued with the new pump.